Event description:
During a temporary orif of the right fibula surgeon inserted a screw into the fractured bone area and a few threads peeled off the screw tip into the open wound. The surgeon completed the insertion with the screw and noted the screw was seated and the fracture was compressed. Surgeon removed the small amount of peeled thread. Surgeon noted the pt's leg was later removed.

Manufacturer narrative:
Subject device not removed. Synthes is unable to provide the date of MFR as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided.